Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was selectable and set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed.

Event description:
Distributor reported a customer had received an error message and add'l icons on their locked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreament associated with this event.